Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the ultrasound and aspiration were poor during a cataract with intraocular lens (iol) procedure. The procedure was completed. There was no patient harm.

Manufacturer narrative:
Additional information is provided. The customer reported that the system had poor phaco and poor aspiration. The surgery was completed. There was no patient harm. The company service representative examined the system and the system functioned as intended. The system was then tested and met all product specifications. The system was manufactured on march 28, 2008. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).